Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain (described by the patient as pressure) at the ipg site with stimulation turned on or off. The patient was advised to wear his abdominal binder for 2 weeks which did not resolve the issue. Subsequently, surgical intervention is planned to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (b)(46 2016 at which the same ipg was relocated. Reportedly, the issue is now resolved.